Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. Investigation of the needle mechanism found no issues that would result in the needle failing to retract. The formed needle was found to be properly seated in the slide retract. No housing or environmental seal damage was observed that would indicate that the needle mechanism deployed into them. The download data from the device contained no timeouts, drive stalls, or hazard alarms. Although the device was received with the needle fully retracted, it could not be determined when the formed needle fully retracted. The cause of the reported needle mechanism failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that when the pod was removed, the needle had not retracted. This indicates a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was worn less than an hour.